Event description:
The pt was seen at the implant center for device evaluation in september 2000. Testing conducted at the center confirmed that pt's device was no longer functioning. Revision surgery took place in 2000. The pt was reimplanted with another clarion device.